Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported insulin pump screen getting hard to see thru. Customer reported lost sensor signal error, calibration not accepted and insulin flow blocked alarms. Auto mode was constantly alarming low blood glucose when tested glucose not that low. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.